Event description:
It has been reported to philips that the ipc failed to boot up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was low free space and the frontal ippc (image processing pc) failed to bootup. Review of the system log file showed issue in the ippc. The issue was resolved after the system restart but it reoccurred again after few days. The fse confirmed that the issue was with lateral ippc. The fse replaced the lateral ippc to resolve the issue. After the replacement, the device was returned to use in good working order. The codes were updated based on the investigation outcome.